Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading was 236 mg/dl during the phone call. The nurse found that the customer had inserted the battery upside down in the battery compartment and the customer had not been getting any insulin for approximately twelve hours. After inserting the battery correctly, the settings were checked and they were intact. Nothing further was reported.